Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm re-seated all of the boards and monitor cables several times as a precaution. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was making a loud noise, had no screen, and shut off. When the event occurred was not reported. No adverse event reported. No patient injury or harm reported.